Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the accessory was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the insufflation port completely broke off of the cannula seal. The site had to close the stopcock and dig the port out of the insufflation tubing. The cannula seal wrapper was saved, but not the actual seal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with customer and received the following additional information: there was no injury to the patient. The procedure was able to be completed robotically. There were no delays to the procedure. A right colectomy procedure was being performed. To resolve the issue, the scrub turned off that port and moved the insufflation tubing to another one.